Manufacturer narrative:
We received one single dpt - vamp plus kit for examination. The reported event of "small amount of fluid was observed in the syringe and reservoir" was not confirmed. A visual examination of the returned kit both before and after decontamination did not find any significant presence of fluid. The vamp plus reservoir instructs to lubricate the inner surface of the reservoir with silicone fluid; however there was no visual buildup of the fluid inside the reservoir nor the bonded tubings. A review of the manufacturing records indicated that the product met specifications upon release. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. With pressure tubing sets, it is common for the clinician to check for contamination while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI # (B)(4).

Event description:
It was reported that the a small amount of fluid was observed in the syringe and reservoir, before use. No patient involvement.